Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Device telemetry data confirmed it was operating in safety mode/determined it had undergone resets and that bradycardia therapy remained available. Engineers determined that this device was demonstrating behavior consistent with a high internal cell impedance within the battery. The high internal impedance put this device at risk of experiencing transient voltage decreases (and associated resets) during periods of high-power consumption. When battery voltage drops below a minimum threshold, a system reset is performed. If three system resets occur within a 48-hour period, the device is designed to immediately enter safety mode operation to maintain back-up pacing with pre-defined, non-programmable settings.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was discovered to be in safety mode during a routine interrogation. The health care professional (hcp) called technical services (ts) to evaluate device functions. The hcp reported the patient experienced dizziness and falling episodes with no injuries. Ts discussed device settings while in safety mode and recommended for the device to be replaced. The device was subsequently explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) device was discovered to be in safety mode during a routine interrogation. The health care professional (hcp) called technical services (ts) to evaluate device functions. The hcp reported the patient experienced dizziness and falling episodes with no injuries. Ts discussed device settings while in safety mode and recommended for the device to be replaced. The device was subsequently explanted and successfully replaced with a new device. No additional adverse patient effects were reported. The device was returned to facility for analysis.